Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: stent dislodged and was retrieved with a balloon catheter and implanted; however, it is unknown if the stent remains in an unintended site. Device issue: stent dislodgement. It was reported that, before reaching to the target lesion, the stent dislodged from the balloon. The stent remained on the guide wire. The physician retrieved the stent by using another unknown balloon catheter. The stent was implanted. We do not know if it has been implanted in the intended target lesion. A second stent was implanted without any problems. The procedure was successfully completed. Reportedly, there were no patient issues. No additional event or patient information is available.